Event description:
Customer reported no reactivity with a pt sample containing anti-e, -c and cells 4 and 7 (e-c+) of vra121. All other e+ and c+ cells reacted. Customer phenotyed cells 4 and 7 with an anti-c reagent. Satisfactory results were observed. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.